Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the sensor (ultrasound lens). A root cause could not be identified. Based on the results of the investigation, it is likely damage to the sensor resulted in the reported malfunction which also caused poor quality ultrasound image. The most probable cause of this malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited damage to the acoustic lens of the ultrasonic sensor. The issue was identified during inspection for use. There were no reports of patient involvement.